Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, blue particles in the shell and weigh within specifications. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left capsular contracture, baker grade iii and an exchange from textured to smooth breast implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported left capsular contracture, baker grade iii and an exchange from textured to smooth breast implants due to concern with the product. Device has been explanted.